Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. Visual and magnifying inspections of the actual sample found no fracture, or the like was observed over the entire length. The distal end had been curved. The coil had been elongated (the coil pitch had been opened) at approximately 250mm from the distal end. Peeling of ptfe coating was found at approximately 380 mm from the distal end. (Peeled section-1). Peeling of ptfe coating was found at approximately 1000 mm from the distal end. (Peeled section-2) there was no anomaly in other parts. The curved distal end was assumed to have been made during shaping, therefore the relationship with this issue was considered to be low. Length of missing ptfe coating: peeled section-1: approximately 7mm. Peeled section-2: approximately 2mm. Dimensions: the outer diameters of the platinum coil section, stainless steel coil section, and the shaft section met the factory's specifications. No anomaly was found. Combination test: an attempt to insert the actual sample in a factory-retained balloon catheter (ryurei) was made. The insertion was possible without resistance. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Simulation tests: [simulation test 1] - test method: a tensile load was applied to a runthrough ns sample while its joint-2 was trapped. Test result: the stainless-steel coil was elongated. (The coil pitch was opened). [Simulation test 2] - test method: a runthrough ns sample was withdrawn from a metal inserter in a manner that its shaft section was in contact with the metal inserter so that it could be exposed to an abrasion load. Test result: peeling of the ptfe coating occurred. Cause of occurrence/conclusion: according to the investigation result, no anomaly was found in the manufacturing record. As a possible cause of this issue, the following mechanisms were inferred. Sticking of balloon catheter. It was inferred that resistance occurred when the balloon catheter was inserted since the coil of the actual sample had been elongated (the coil pitch was opened). However, as no anomaly was observed during the above combination test of the actual sample with a factory-retained balloon catheter, it was not possible to clarify the cause of the sticking of balloon catheter. Elongation of coil (opened coil pitch): from the simulation test 1, it was inferred that the actual sample was exposed to tensile load while its joint 2 was trapped for some reason, which resulted in the elongation of coil (opened coil pitch). However, since the details on the procedure were unknown, it was not possible to clarify when the issue occurred. Peeling of ptfe coating: from the simulation test 2, it was inferred that the actual sample was exposed to an abrasion load due to the involved spot having come into contact with a hard object (e.g., calcified lesion), which resulted in the peeling of ptfe coating. However, since the details on the procedure were unknown, it was not possible to clarify when the issue occurred. Relevant instructions for use (IFU) reference: "if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded as shown in fig. 2, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that there was an issue when the doctor attempted to advance the balloon catheter over the guidewire, more so when taking it to the target site as well as when it had to be removed. An interaction between guide and balloon lumen was suspected. According to the information collected, no health hazards were involved. There was no patient injury/medial or surgical intervention required. The procedure outcome was not reported. The patient was not harmed.